Event description:
(B)(6) reported to baxter a complaint received by their local (B)(6) hospital on a product (B)(4) lot# r09j20116. Reportedly, one set was leaking at the drip chamber. One unit is available for evaluation. No patient injury reported.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received for evaluation. The reported problem of leak was confirmed. Visual and functional testing was performed on the sample. During testing, a leak was detected in the vent membrane of the millipore filter. The cause of this leak could not be determined.